Event description:
The patient has experienced a decrease in performance over the last several months and an increase in their t and c levels. Based on clinical assessment by their cochlear implant team, this patient will be explanted and reimplanted. Explantation/reimplantation surgery is scheduled for march 2002. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.